Event description:
It was reported that a leak was observed in a y-type blood/solution administration set at the bottom of the lowest chamber where the line is connected. Mitoxantrone (non-baxter product) medication was being used. It is unknown when the reported condition was occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.